Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during a follow-up visit that a review of the patient's episodes showed an episode one month earlier where three of the five therapies delivered by the patient's implantable cardioverter defibrillator (ICD) were less than the programmed energy. The episode was terminated by a delivery of the programmed energy. Further review by the manufacturer indicated the likely reason the full energy was not delivered was protective circuitry within the ICD. It was believed this protective circuitry was triggered by an insulation breach of the patient's right ventricular (rv) lead. The ICD was explanted and the rv lead capped and both replaced. Examination of the ICD and the visible portion of the rv lead was performed but there was no evidence of arcing on the ICD or insulation breach on the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.